Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Pump received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack inside the screen. The customer was at physical education when it got dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.